Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/8/2018 a detached needle and a dispensed suture were returned for analysis. The swage and attachment area were as expected. The barrel hole of the needle was examined and no suture remnant was noted. The suture examined and body fluids could be observed and the insertion end was measured and did not meet the requirement. Per the sample condition, the assignable cause of the performance pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2017 and suture was used. The needle pulled off during sewing the skin. The needle was retrieved from patient. Changed the new one to complete. There was no adverse patient consequences.